Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown/unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began around lunch time on (B)(6), 2010. The patient claimed she manages her diabetes with insulin (novolin 25 units). On (B)(6), 2010 at 8:30am, the patient indicated she administered her usual dose of insulin. The patient stated she was feeling a little sweaty 4 hours after the alleged issue began. Based on the symptom, the patient claimed she self treated with food and/or drink. After eating, the patient indicated she tested on a contour brand meter and obtained a result of "110 mg/dl". At the time of troubleshooting, the cca noted this was not the first time the patient had used the subject meter. The cca assisted the patient in resolving the alleged unknown/unspecified error message. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly became hypoglycemic after the alleged meter issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/10/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because power button was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.